Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The 2.5x18mm xience alpine stent delivery system (sds) was used in the procedure; however, the stent moved from the balloon markers. Therefore, the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A same size stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported stent dislodgement could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgment. It was reported that the stent delivery system¿s (sds) stent dislodged during use. Analysis of the returned sds was unable to confirm the reported stent dislodgement. The stent was positioned correctly on the device with no anomalies noted. The analysis also noted damage to the guide wire exit notch, this type of damage can occur when the guide wire is pulled against the sds. There is no indication of a product quality issue with respect to manufacture, design, or labeling.